Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power management graph shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Unit was received with broken belt clip rails, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged with cracks in the reservoir compartment. The customer¿s blood glucose level was 6 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.